Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the advisory affecting this model. A new device was implanted and the device was returned for analysis. In addition, this transvenous implantable lead dislodged from the atrium due to twiddlers syndrome. This ventricular transvenous implantable lead also dislodged due to twiddlers resulting in oversensing the atrium with delivery of an inappropriate shock. This induced ventricular fibrillation (vf), which the device could not convert. The patient reported to the emergency room and eventually spontaneously converted, but a small stroke occurred as a result of being in vf for so long. Guidant received additional information that the leads dislodged a second time due to twiddlers.